Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 77-year-old male in post cardiotomy cardiogenic shock /low cardiac output syndrome was implanted with an impella cp device for mechanical circulatory support. Once the pump was implanted, the patient started to have runs of ventricular tachycardia (vt) after the wire accessed into the left ventricle; which caused a rapid decreased in pressure. The patient was subsequently stabilized with pressors and the impella.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.